Event description:
Reportedly, when inserting the trocar a small piece of metal was seen on the pt's abdomen. The trocar was placed in the pt and it did not lock in place. The trocar and the piece of metal were removed from the field. No apparent injury to the pt.